Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.430" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image a curved blade appears to be broken on harmonic ace.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws on harmonic ace were damaged, and one section of the device's jaws fell off. A second, identical new tool was opened and work continued. After a few movements of the instrument's jaw, it became loose, and the operation could not be completed. The operations were completed with a new tool of a different kind. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment did not fall into the patient. The instrument was inspected prior to use, and no damage was visible during inspection. The surgeon believes the damage was caused by the poor quality of the device. The instrument was in use for 15 minutes before the issue occurred, and the surgeon noticed it was more difficult to open during surgery. There was no collision with other instruments or hard materials. Upon final removal, the wrist was straightened, no resistance was felt, and no damage to the cannula or instrument was noticed. The procedure was completed robotically with a different tool, and there was no injury to the patient. The patient has not returned to the hospital for post-surgical complications related to a foreign object. The instrument and associated accessory are available for return to isi for evaluation, and the retrieved fragment will also be returned. Photographic images or a video recording of the procedure are available for isi review.

Manufacturer narrative:
On 9/28/2025, the following additional information was obtained: when the tool malfunctioned, it was removed from the cannula. After the tool was removed from the cannula and placed on the operating table, the loose tool fragment fell off.

Event description:
Refer to h11 for follow-up information.